Event description:
Description of event according to initial reporter: a patient of unspecified gender and age underwent an unspecified procedure in which the cook celect platinum navalign femoral vena cava filter set, g34502, was used. When the physician deployed the filter the secondary struts did not open properly. The struts bent backwards. Filter was retrieved and the procedure was completed with a competitors device. Filter was deployed below the lowest renal like intended, access through fem. Filter was placed and immediate retrieval followed.